Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator received a shock in the early hours. The following day, upon device interrogation at the clinic, a fault code 1004 was revealed. Shock impedance was less than 20 ohms at the time of the shock. The shock impedance was measured during the follow up visit and shock impedance measured at 69 ohms, and at the last follow up from a year ago, the shock impedance measurement was at 105 ohms. The physician elected to continue monitoring this device and right ventricular lead. No additional adverse patient effects were reported.